Manufacturer narrative:
During routine preventive maintenance (pm) testing, corrosion was observed on the free-flow clamp. A review of the serial number history found no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be component failure. To resolve the issue, the pipe clamp shaft was replaced, which restored proper function. Reference to complaint #(B)(4).

Event description:
During routine preventive maintenance (pm) testing, corrosion was observed on the free-flow clamp. No patient involvement was reported.